Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b7, d10, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 it was reported that during use the cardiosave intra aortic balloon pump (iabp) had gas loss alarm. There was patient involvement however, no adverse event reported. Customer called on behalf of chad, the bedside nurse. Customer stated chad reported a gas alarm, they used the help screen to troubleshoot, and the pump is functioning well. Customer was calling to verify they didn¿t need to do anything else. Customer said that they verified there was no blood in the helium tubing prior to pressing the iab fill key, performed a fill and pressed start which resolved the alarm and resumed therapy. Customer also stated that the alarm has not gone off since. Getinge emergency support team explained that they had done everything correctly. At this point, customer gave the phone to chad so we could discuss potential reasons the alarm triggered. Chad stated that the patient was stable, had not been coughing, and was not on the ventilator, but she was having runs of a fib with rvr with rates as high as 170. Getinge emergency support team explained the nature of the alarm and that it was likely triggered by the frequent runs of a fib with rvr. Customer said that they were attempting to control it. Chad did not have any further questions and thanked me for the support and explanation of the alarm. Getinge emergency support team encouraged chad or any colleagues to call back should they have any further questions. Specifically, getinge emergency support team asked chad to call back should the go off multiple times so that we could troubleshoot together. Notified: cheryl kelly, scott brooks, and greg hanson via email. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had a gas alarm, it was troubleshooted by using the help screen. No patient harm or injury reported.